Manufacturer narrative:
Film evaluation summary: the reported proximal type I endoleak leading the aneurysm enlargement was confirmed; contrast was seen outside of the stent graft at the proximal aneurysm sac. The exact cause cannot be conclusively determined. The pre-implant anatomy information, films at implant, and earlier post-implant films were not available for review and comparison. The films returned showed that the bifurcate is currently positioned approximately 1 cm below the lowest left renal, and there is currently marginal proximal seal with minimal stent graft apposition to the aortic wall. It is possible that the aortic neck may have dilated since implant due to disease progression, which may have contributed to the proximal type I endoleak.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately fifteen years and one month post index procedure the patient presented emergently with abdominal pain. A CT revealed that there was a proximal type I endoleak and that the aneurysm sac had grown to 9.6 cm x 8.7 cm in diameter. The physician elected to implant an aortic cuff and the proximal type I endoleak was resolved. Per the physician the cause of the event was due to proximal aortic neck dilatation as a result of disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.